Event description:
Patient tested blood glucose as 435 mg/dl on suspect device. About 30 minutes later at hospital patient's blood glucose was 155 mg/dl by lab. Patient received an intravenous and is now ok.